Event description:
Customer reportedly received the following result on the advantage system within 10 minutes: 405 mg/dl, 294 mg/dl, 197 mg/dl. And 214 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.